Manufacturer narrative:
Date of event: the event date was not reported so the aware date was used as an estimate.

Event description:
It was reported that the patient experienced a transient ischemic attack (tia). A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The procedure went as planned and was successfully completed with a closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. 25 months post procedure the patient had a tia. It was noted that the patient has carotid disease and the tia is believed to be related to that per the physician. The patient was on plavix and low dose aspirin at the time of the event.